Event description:
It was reproted that during a right oophorectomy procedure, the tip broke off and fell into the patient. It was retrieved. A new device was used to complete the procedure. There was no patient impact reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time the analysis results found that the device was returned with tissue pad material in the groove of the clamp arm. The blade was received in good condition and not broken off the device. Based on the condition of the tissue pad, the clamp of the device may have been closed and the instrument activated without tissue present. A possible cause for this damage is activation of the instrument without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad.